Event description:
On (B) (6) 2010, solta was notified of a patient that had scarring on the neck following a fraxel repair treatment. The physician did not remember the treatment settings or the exact date the patient was treated. Pictures of patient show scarring to the neck approximately one year after treatment were received on (B) (6) 2010.

Manufacturer narrative:
The treatment tip was not returned for evaluation. No further information is available about this event.